Manufacturer narrative:
The biomedical engineer (bme) reported that the org was constantly in intermittent comm loss. They tried rebooting the org, swapping out the ethernet cable, and tried a different port on the switch, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the org was constantly in intermittent comm loss. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the org was constantly in intermittent comm loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the org was constantly in intermittent comm loss. They tried rebooting the org, swapping out the ethernet cable, and tried a different port on the switch, but the issue persisted. No patient harm was reported. Investigation summary: it was later reported that the org was stuck in an error status in ticket (B)(4) . The unit was returned for repair and evaluation on that ticket. During evaluation, the issue of an error light was confirmed and resolved through system initialization. The issue of communication loss preceding the error condition is presumed to have the same root cause of software corruption as in ticket (B)(4) . The org performed to manufacturer's specifications after initialization. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/01/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/14/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H4 device manufacturer date. H6 event problem and evaluation codes. H11 additional manufacturer narrative.